Event description:
Customer reported a malfunction alarm with a code malf 16, and there was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, confirming that it was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the customer was guided on placing the pump into storage mode before returning it and was provided a pre-paid label for the return, which they acknowledged.